Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, with blood glucose dropping to 40 mg/dl during an acute illness and returning to 108 mg/dl after oral carbohydrate intake; the event lasted about 10 minutes outside the 70¿180 mg/dl range, and no device alarms were reported. Symptoms included stress. Outcomes included no professional medical intervention, no hospitalization, no ketone testing, and use of oral glucose as back-up therapy. Investigation included troubleshooting and education regarding potential over delivery relative to reduced intake when sick and continuing to announce usual meals. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device alerts or malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.